Event description:
Patient with latex allergy had catheter from foley kit used and developed allergic reaction. Packaging does not make it very evident that product contains latex. Foley has an asterisk which is defined in very small print on the side as containing latex. On the packaging of the device, there are two small asterisks next to the catheter, but the legend for what that means it is in small print on the side of the package. Patient contacted physician's office post-op day 3 with complaints of irritation from catheter and thinking the patient may have yeast infection. Patient seen by md in the office where swelling and erythema on bilateral labia minor and majora was noted. Catheter was removed and patient completed voiding trial successfully. Patient was prescribed triamcinolone cream to the vulva tid. Packaging was not saved at md's office. Hospital was notified 2 days after patient's visit to the md office. The concern with this event was that the packaging doesn't make it very obvious that the product contains latex. Even though rn was aware of patient's allergy, they were not aware that product contained latex since it is not clearly marked. We can send one of these to the manufacturer if needed, but we wanted to raise this concern more in regard to the product labeling (which led to this adverse event) rather than product being contaminated or containing a compound that was not listed.